Event description:
The pt rec'd her scs system on (B)(6) 2011. It was reported the pt was in the emergency room with the sensation of her entire body burning. It was reported when the pt turned the stimulation off, the symptom was worse. F/u revealed the pt was no longer reporting the symptom. The sjm rep found nothing wrong with the way the system was working.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.